Event description:
It was reported that the arterial sheath caused a dissection, requiring additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. Access of the left common carotid artery (cca) was obtained. In the process of inserting the arterial sheath of the nps, a dissection occurred. The nps was set up following sheath insertion. After assessing the severity of the dissection via an angiogram, the surgeon elected to convert the procedure to a carotid endarterectomy (cea). The cea was completed, and the patient condition was reported as stable following the procedure.